Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in three pieces. Analysis found internal insulation abrasions between 8.5cm and 13.0cm from the distal tip. External insulation abrasions were noted between 10.9cm and 16.4cm from the end of the distal tip. The external abrasions are consistent with friction to another implanted device or feature of the heart.

Event description:
It was reported that externalized conductors were observed via fluoroscopy proximal to the rv coil. Infection was also noted. All electrical measurements were normal. Lead was explanted and replaced.